Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a patient death had occurred. The patient's cousin, reported death of patient due to cardiac arrest, pulmonary hypertension, end stage renal disease. The patient's cousin could not provide any information as to when the patient went to the hospital, but was there for most of october. No product defects or failures were alleged. Based on information available, there is no evidence that usage of dexcom cgm have caused or contributed to the fatal outcome. However contribution of diabetes mellitus in fatal outcome cannot be excluded, due to the role of microvascular complications.